Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address subchondral fracture below the tibial tray on the medial side and loosening of the tibial component at cement to implant interface, depuy cement was used. The tibia tray came out with very little effort and there was not much cement on the tray. The surgeon mentioned that her bone quality & bmi was not ideal and with her having a prosthetic leg on her other side, added additional stress to her tibia.

Manufacturer narrative:
The device associated with this reported event was not returned for examination.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.